Event description:
As reported: "on (B)(6) 2022, revision surgery was performed due to a t2 alpha advanced locking screw backing out of a tibial nail".

Manufacturer narrative:
Please note correction to section b1. The reported event could be confirmed, since the migration of the screw is visible on one of the received pictures. The received pictures were reviewed. One picture with the complained screw was provided. Just the upper part of the screw is visible, there are no damages at the visible section of the screw, the reported lot number can be confirmed. One x-ray was received of the proximal end of the nail. Based on this x-ray the migration of the screw cannot be confirmed and no root cause can be defined because just one plane is visible and as no x-ray of the initial situation after the implantation was provided. One picture of the leg below the knee was provided, it is visible that the screw head of a locking screw has pierced the skin. Based on this picture the complained migration of the screw can be confirmed. The screw was not returned for evaluation, therefore no further evaluation is possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "on (B)(6) 2022, revision surgery was performed due to a t2 alpha advanced locking screw backing out of a tibial nail."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device retained by the surgeon.